Manufacturer narrative:
On march 8, 2018, we confirmed that this complaint event was duplicated in our system. Please note that all relevant information for this complaint was captured and submitted under the mfg report #2249723-2018-00206.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a helium leak during use on a patient. There was no hissing noise from the iabp but the helium level keeps going down. It was reported that the proper ¿o¿ ring was in place. No death, injury or adverse event was reported. Please refer to medwatch #2249723-2018-00206 for information on this complaint event.

Manufacturer narrative:
New information: a getinge service territory manager (stm) was dispatched to the customer location and reported that customer stated to him that the iabp leaked a whole tank of helium in 12 hours. The stm determined that the iabp was dropped and was leaking. To resolve the issue, the stm purchased teflon tape for possible leaks at threading, and returned to the customer site where he performed leak testing on the iabp, and all testing passed. No internal leaks were found. In addition, the stm took the bracket for the helium tank off and cleaned the threads and put new teflon tape on the threading, then reinstalled the assembly and tank. The gasket seal for the tank was also replaced, and no noticeable leaks were found. As added precaution, the stm left the loaner iabp with the customer until it was confirmed that the leak was gone. The iabp passed all testing and was cleared for clinical use. Corrected fields: (the information provided in follow up MDR #1 that this is a duplicate of another complaint event is erroneous - on (B)(6)2018, we determined that two separate events occurred)

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a helium leak during use on a patient. There was no hissing noise from the iabp but the helium level keeps going down. It was reported that the proper ¿o¿ ring was in place. No death, injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a helium leak during use on a patient. There was no hissing noise from the iabp but the helium level keeps going down. It was reported that the proper ¿o¿ ring was in place. No death, injury or adverse event was reported.